Manufacturer narrative:
Initial.

Event description:
It was reported that a clinician performed a factory reset on an ilet system due to the user not announcing meals correctly, missing meal announcements, and not appropriately spacing meals, and then contacted support for assistance reconnecting the ilet to the ilet app; the device was successfully reconnected through guided troubleshooting and education. Symptoms included user difficulty with meal announcement and timing behavior associated with use of the device. Outcomes included the need for technical support intervention and user education to restore intended operation. Investigation included technical support review and stepwise troubleshooting, including device-app reconnection after reset. Investigation of this case revealed user-related use error associated with meal announcements and spacing, with device function restored following reset and successful app pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error rather than a device malfunction.